Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far r oversensing. No intervention was performed and the patient was in stable condition.